Event description:
It was reported that the during a percutaneous transluminal coronary angioplasty (ptca) procedure, a 4.0 x 38 mm xience prime was implanted to treat a de novo lesion with mild calcification located in the proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5 x 12 mm balloon at 10 atmospheres (atm) and 14 atm. Post stent implant, a distal edge dissection was observed and was covered with a 3.5 x 15 mm xience prime stent. There was no clinically significant delay in procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.